Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4). Initial reporter phone number: (B)(6).

Event description:
It was reported that a (B)(6) patient underwent a breast augmentation revision with mentor smooth round moderate profile 200cc saline breast implants which the left side deflated after implantation. The issue was diagnosed by ultrasonography. As a result, patient had the device removed and replaced with catalog number 3501630, lot number 7557762 on (B)(6) 2018.

Manufacturer narrative:
On 11/02/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The report received on 11/02/2018 indicated that the serial number of the suspected device is (B)(4), and serial number of the replacement device is (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, mentor product analysis lab observed three rents on the anterior view measuring approximately 0.4, 0.5 and 0.6 cm. One more rent was discovered on the posterior view measuring approximately 0.9 cm. Microscopic examination of the rents edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since four rents were found on the device. Microscopic examination revealed parallel striations on the edges of the rents. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).